Event description:
Boston scientific rec'd information that this product was part of a system explant due to a pocket erosion, possible infection and allergic reaction and the inability of the pt to heal. There was no report of adverse pt effects due to the explant procedure.